Event description:
It was reported the device was stuck on guidewire. The 99% stenosed severely calcified target lesion located in the superficial femoral artery (sfa) to treated lower extremity arterial disease (lead). A 2.1 mm jetstream xc catheter was selected for an endovascular thrombectomy (evt) procedure. The device was stuck on guidewire which caused difficulty during usage. The device had to be removed together with the guidewire. Another device of the same model was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed multiple kinks to the sheath. Microscopic examination revealed no additional damages. Device to device interaction test was performed and the guidewire was able to pass through with some resistance from the kinks. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that would have contributed to the stuck on guidewire.